Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular lead had exhibited a high out of range shock impedance measurement of greater than 125 ohms. No conclusive cause was determined and the system was reprogrammed. The ICD lead remains implanted and in service and no adverse patient effects were reported.